Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple pump notifications to change the cartridge. Subsequently, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump shut off. The customer was hospitalized due to blood glucose level of 585 mg/dl and diabetic ketoacidosis. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.